Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed. Final analysis was normal. No anomalies were found. Correction - h6 - should have included device sensing problem for poor sensing.

Event description:
Correction: it was noted that the lead exhibited poor sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was unable to be implanted. The lead was removed and replaced. The patient was recovering post procedure.